Manufacturer narrative:
The instrument was returned for evaluation. The visual examination indicated the instrument appeared to be bent before the actual break occurred. The cause of the damage cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(4) indicating that the cannula broke while in the patient's eye. Cannula was retrieved safely from the eye. There was no patient injury reported.